Manufacturer narrative:
The auto qc error issue was resolved by replacing the burnt tube. The burnt tube was requested for investigation, however, it could not be provided as it has been discarded. As the product was not available to investigate, the cause of the burnt tube could not be determined.

Manufacturer narrative:
Occupation is field service engineer/company representative. The fse removed the burnt tube and performed instrument maintenance. The burnt tube was requested for investigation.

Event description:
The initial reporter complained of auto qc (aqc) errors on a cobas b221 system. The customer opened the aqc drawer and observed that the motor was not in the correct position and would not move when programmed to move. The qc mechanism was stuck and would not release. The field service engineer (fse) visited the customer site and found a burnt tube. No one was injured by the burnt tube and no questionable results were generated due to the issue.